Manufacturer narrative:
The FDA registration number chosen was incorrect. See report # 1218950-2016-05830 for correct registration number.

Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the ac power adapter on the back of the unit is making a howling sound. No patient involvement was reported.